Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer requested a log review for a multi-medication infusion between (B)(6) 2018 2100 and (B)(6) 2018 early am. The user reported that a lipid infusion which was started on (B)(6) 2018 at 2100 to infuse for 12 hours, was reported to have ¿malfunctioned,¿ and finished more quickly than expected in 4 hours at 0100. The secondary antibiotic infusion also completed earlier than expected. Tpn was also infusing via another module (started (B)(6) 2018 at 2100). The devices passed biomed testing after the event, and no sets were sequestered. No patient harm was reported.

Event description:
The customer requested a log review for a multi-medication infusion between (B)(6) 2018 2100 and (B)(6) 2018 early am. The user reported that a lipid infusion which was started on (B)(6) 2018 at 2100 to infuse for 12 hours, was reported to have ¿malfunctioned,¿ and finished more quickly than expected in 4 hours at 0100. The secondary antibiotic infusion also completed earlier than expected. Tpn was also infusing via another module (started (B)(6) 2018 at 2100). The devices passed biomed testing after the event, and no sets were sequestered. No patient harm was reported.

Manufacturer narrative:
The customer¿s report of an over infusion of lipids and of a secondary antibiotic infusion was not confirmed or replicated. Log analysis confirmed that a basic infusion, believed to be for the lipids, was programmed at 9:24pm on (B)(6) 2018, although the parameters of a rate of 20.8 ml and vtbi of 200 ml are indicative of a 9.6 hour infusion, instead of the 12 hour infusion reported by the customer. The secondary infusion of antibiotic ciprofloxacin was confirmed to have started at 11:02 pm and completed after an hour as expected. Subsequently, the pump module switched to the primary infusion and infused for approximately an hour and a half until interrupted by an air in line event. The infusion was restarted but was channeled off shortly after. Based on the logs, the primary infusion, presumed to be the lipids, infused for approximately 3 of the 9.6 hours programmed and the antibiotic infused for one hour, for a total infusion of 4 hours. Testing and inspection of the pump module showed no malfunctions and the device was infusing within specification. The root cause of the reported over infusions was not determined.

Manufacturer narrative:
The customer¿s report of an over infusion of lipids and of a secondary antibiotic infusion was not confirmed or replicated. Log analysis confirmed that a basic infusion, believed to be for the lipids, was programmed at 9:24pm on (B)(6) 2018, although the parameters of a rate of 20.8 ml and vtbi of 200 ml are indicative of a 9.6 hour infusion, instead of the 12 hour infusion reported by the customer. The secondary infusion of antibiotic ciprofloxacin was confirmed to have started at 11:02 pm and completed after an hour as expected. Subsequently, the pump module switched to the primary infusion and infused for approximately an hour and a half until interrupted by an air in line event. The infusion was restarted but was channeled off shortly after. Based on the logs, the primary infusion, presumed to be the lipids, infused for approximately 3 of the 9.6 hours programmed and the antibiotic infused for one hour, for a total infusion of 4 hours. Testing and inspection of the pump module showed no malfunctions and the device was infusing within specification. The root cause of the reported over infusions was not determined.

Event description:
The customer requested a log review for a multi-medication infusion between (B)(6) 2018 2100 and (B)(6) 2018 early am. The user reported that a lipid infusion which was started on (B)(6) 2018 at 2100 to infuse for 12 hours, was reported to have ¿malfunctioned,¿ and finished more quickly than expected in 4 hours at 0100. The secondary antibiotic infusion also completed earlier than expected. Tpn was also infusing via another module (started (B)(6) 2018 at 2100). The devices passed biomed testing after the event, and no sets were sequestered. No patient harm was reported.